Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had high pressure alarms. No medical intervention was required.

Manufacturer narrative:
Other, other text: additional information is provided for d.10., h.2., h.3., and h.6. One sample was received for evaluation. Visual inspection revealed the device revealed cracked top cover and front panel bent. Functional testing was performed, and the reported alarm issue was confirmed. The root cause of this event was device was out of calibration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history review was not performed. For all enquiries or follow-up questions related to the record, do not use (B)(6).